Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 16-sep-2025, it was reported that a beta bionics ilet user experienced a severe hypoglycemic episode with a lowest blood glucose value of 20 mg/dl after previous recurrent lows attributed to meal announcements. The episode was managed with assistance from the user¿s spouse and fast-acting carbs. No outside medical intervention was required.